Event description:
Left total hip replacement; good result from surgery; aquacel ag surgical bandage (convatec) applied post surgery. Day 7 bandage removed. Irritated that continued to worsen and caused serious infection approx day 14 post surgery. Resulted in dehydration, renal failure, etc. Hospitalized 6 days to control infection. Released to return to surgeon at (B)(6) (original surgeon) for 2nd hip replacement due to infection. Second surgery performed (B)(6) 2021. Hospitalized 5 additional days. IV antibiotics administered after release via PICC line for approx 6 weeks. Cephalexin and rifampin orally continued through (B)(6) 2021. Developed adhesive reaction to all adhesives, longer pt, anemic, blood transfusion, etc. Sonograms, MRI with contrast, etc. FDA safety report ID # (B)(4).